Event description:
It was reported that gastric band cannot be adjusted by the surgeon, he did not know why. The port was not working.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.